Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: analysis and results: there are no previous complaints of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received an open and used sample with the thread broken and rests of blood in the thread surface. We have also received a closed sample. Tightness test on the closed sample received has been performed and the units are tight. We have tested the needle attachment strength of the closed sample received and the result fulfills the requirements of the european pharmacopoeia (ep): (B)(4) kgf (ep requirements: (B)(4) kgf in average and (B)(4) kgf in minimum). Review of the batch manufacturing record showed this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Remarks: as indicated in the instructions for use of the product: "when working with safil® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material". Final conclusion: although the results of the closed sample received fulfils the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received.

Event description:
It was reported that there was an issue with the suture. During surgery, the intradermal suture broke twice. No patient injury occurred. Additional information is not available.